Manufacturer narrative:
- The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The patient was reported to have been implanted with a gore® excluder® aaa endoprosthesis on (B)(6) 2012. On (B)(6) 2019, a possible proximal type I endoleak with aneurysm enlargement was reported. The physician was unable to determine the location of the endoleak, but the aneurysmal sac was growing. The physician planned a reintervention to reline with an aortic cuffs and two limbs. Reintervention occurred on (B)(6) 2019.

Manufacturer narrative:
This device will be reported under mfg report#: 2017233-2019-00997,therefore this report will be retracted.